Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2014 and is approximately 6.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Customer states when one of his medics went to use driver on a call it hesitated and did not have the same torque. Account has driver in the chief's office and he pulled the trigger and it sounded fine and seemed to work ok. Green light was on. Rep present for this driver was swapped out for a new driver they had.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states when one of his medics went to use driver on a call it hesitated and did not have the same torque. Account has driver in the chief's office and he pulled the trigger and it sounded fine and seemed to work ok. Green light was on. Rep present for this driver was swapped out for a new driver they had.